Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had product damage issues. The following information was provided by the initial reporter : the consumer stated that the rubber stopper is tilted sideways inside of the syringe and also stated that the issue involves more than one box. Date of event : unknown. Samples : available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1088934. All inspections and challenges were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had product damage issues. The following information was provided by the initial reporter : the consumer stated that the rubber stopper is tilted sideways inside of the syringe and also stated that the issue involves more than one box. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-mar-07 h6: investigation summary: customer returned a total of (8) syringes in a polybag for 0.3ml, 29 gauge, 12.7mm syringes from lot 1088934. It is unknown if all of the samples are from this lot. All of the syringes feature rubber stoppers that are dragging on the inside of the barrels. Attempting to operate the plungers found that they were difficult to move through the syringe barrel. A review of the device history record was completed for batch# 1088934. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the stoppers being damaged as they drag in the syringe barrels. Root cause: dry barrels indicate a lack of silicone inside the barrel to allow movement of the plunger/stopper rod. Found a silicone gun not aligned correctly. No root cause as to why the gun was sightly out of line to the silicone being applied into the barrel.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1088934 ¿ device expiration date : 04/30/2026, ¿ device manufacture date : 03/29/2021. Lot # : unknown ¿ device expiration date : unknown, ¿ device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had product damage issues. The following information was provided by the initial reporter : the consumer stated that the rubber stopper is tilted sideways inside of the syringe and also stated that the issue involves more than one box. Date of event : unknown. Samples : available.